Event description:
It was reported to philips that the nav-ring was defective. This event was reported to have occurred during the patient set up. There was no patient harm reported. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse) and stated the settings were not staying where they were set. The touchscreen was functional. The rse initiated an onsite repair. Further information is pending.

Event description:
It was reported to philips that the nav-ring was defective. This event was reported to have occurred during the patient set up. There was no patient harm reported. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse) and stated the settings were not staying where they were set. The touchscreen was functional. The rse initiated an onsite repair. Further information is pending.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Failure investigation of the front bezel is not required. The root cause of navigation-ring failures was determined to be due to liquid ingress. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.